Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down and the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to a faulty switch on the main board. The main board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.